Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd hypodermic needle 20ga x 1-1/4in needle was clogged / blocked. The following information was provided by the initial reporter translated from spanish to english: by means of the present let me greet you and also make the comment of the failure that are presenting the hypodermic needles 20g x 1 1/4 currently use them personally with a relative with a diagnosis of cancer probe are purchased in different places and have the same failure at the time of wanting to make the filling does not enter the product as if it were plugged however is new single use, so I have to be changing and this generates greater expense for the number of injections required by the patient note the problem occurs with different drugs so I believe that the failure is the needle. The needle seems blocked, the medication does not flow. Identified at the time of filling the medication. Needle is discarded and another needle is used.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, the photograph shared by the customer does not show the reported defect., therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information.